Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no motor movement or negligible movement. The customer¿s blood glucose level was unknown at the time of the incident. Customer also they are unable to rewind pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement alarming. No motor movement alarm due to force sensor flex not being plugged in properly.